Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having breast cancer and difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having breast cancer and difficulty breathing/short of breath. The patient also alleged of having sinus infection and was prescribed steroids and further antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation power was supplied to the device using a known good power supply and power cord, and pil was able to confirm that the device powers up and provides airflow. Observation was made that a grinding/whiney noise was detected, and an odor was present. Pil confirmed the presence of degraded sound abatement foam. In addition, pil observed an unknown dust contaminant inside the blower box at the air inlet. An unknown contaminant was observed on the top enclosure and on the flip doors. The bottom of the device was missing 3 of the foot pads. A dark unknown dust contaminant was present on the front panel. An unknown dust contaminant was present on the blower. The blower box showed signs of foam degradation, and the foam was observed on the blower. Evidence of liquid ingress was observed to the blower. Keratin-like contamination was observed around the blower output seal. The manufacturer concludes the device has contamination consistent with water ingress. There was evidence of degraded sound abatement foam residue in the blower box. Section d8, d9 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged of having breast cancer and difficulty breathing/short of breath. The patient also alleged of having sinus infection and was prescribed steroids and further antibiotics. Section h6 has been updated in this report.